Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and the electrode belt's te pad was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages, damaged te pad) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken, causing fault. The ECG electrodes were nonfunctional, and the belt was unable to pass falloff testing. The root cause for the broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.